Event description:
Reportable based on analysis completed on (B)(4) 2014. The target lesion was located in the left anterior descending artery. The lesion was predilated with 2.7-2.8mm maverick balloon catheter. This 24x2.75mm synergy stent delivery system (sds) was selected; however, the device failed to cross the lad over the bend. The device was pulled out and the procedure was completed with a promus element sds. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: a tactile and visual examination of the returned complaint device revealed the no defects on the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. There was stent damage towards the distal end of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).